Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient forgot to unpause the ilet, resulting in hyperglycemia after a meal with the highest reported blood glucose of 320 mg/dl, and the patient elected to disconnect from the ilet and administer subcutaneous insulin by pen to correct the high glucose. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without professional medical intervention or assistance and no hospitalization. Investigation included troubleshooting and education regarding the ilet¿s meal and correction algorithm and guidance on timing relative to manual insulin before reconnecting. Investigation of this case revealed user management of therapy outside the automated system following a lapse in resuming pump operation, with the device performance not otherwise reported as malfunctioning. It was concluded, based on previously established findings for similar reports, that user handling contributed to the hyperglycemia event.